Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose. Customer's blood glucose level was 472 mg/dl. Customer stated that the insulin pump was not giving him an option to calibrate but just to do a bolus. Customer was advised to treat his blood glucose first then when his blood glucose gets normal and within the range then to calibrate for the sensor not to fail. Customer declined to troubleshooting for high blood glucose and said that he was fine. Device will not be returned for analysis.